Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#/ serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000mcg/ml at 574mcg/day) via an implantable pump for unknown indications for use. It was reported that during the patient's normal end of life pump replacement, the healthcare provider (hcp) could not aspirate the catheter. There were no external factors that contributed to the issue. The patient had a fluoroscopy during the procedure and the catheter was replaced. The explanted catheter was discarded. The issue was resolved at the time of the report. The patient's weight was asked but unknown and they had a medical history of cerebral palsy. The patient was without injury at the time of the report. The event date was (B)(6) 2021.